Event description:
Information was received that the patient was a part of a clinical study and the patients death was reported as sudep, not related to the vns implant/procedure and unlikely related& to vns stimulation/device. No additional relevant information has been received to date.

Event description:
Information was received that the patient's death relationship to vns has been updated to possibly related. No additional relevant information has been received to date.

Event description:
Per new assessment from the physician, the sudep is not related to the vns. No other relevant information has been received to date.

Event description:
It was reported by the physician to the representative that the patient passed away due to an unknown reason. Programming history showed there were no anomalies from the date of implant. No additional relevant information has been received to date.